Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter displayed inaccurately "high or erratic" results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter started to read inaccurately on (B)(6) 2015, when he obtained an alleged inaccurately high blood glucose result of "5.3 mmol/l" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He reported that after obtaining the alleged inaccurate result, he consumed "more food/drink." He claimed that "almost immediately", he developed symptoms of "very weak, couldn't wake up, heart beating fast, almost unconscious, seemed like a dream" which he associated with " severe hypoglycemia", he reported that his partner performed a blood glucose test using another meter (accu-chek) and obtained a result of "2.3 mmol/l" at "around 6pm. He also reported that two further tests were performed using the subject meter at 6:16 pm and 6:18 pm" and the reported results were "15.0 mmol/l and 5.3 mmol/l", respectively. The patient claimed that his partner treated him with two glucagon injections "before paramedics arrived". No further treatment or intervention by the paramedics was detailed. The patient reported that he felt better in the morning and had a pancake and orange for breakfast at around 7am. During troubleshooting, the csr established that the patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high result with the subject meter, administered medication based on the result and reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged inaccuracy issue began.